Manufacturer narrative:
(B)(4).

Event description:
Information was received from a hcp (healthcare professional) via a company representative: the patient's medical history included several spine surgeries and post laminectomy syndrome. Other medications the patient was taking at the time of the event included: oxycontin 10 mg oral every 12 hours; hydrocodone/acetaminophen (10/325 dose) as needed; cymbalta; lyrica. The pump currently contained fentanyl 1500 mcg/ml, baclofen 150 mcg/ml, and clonidine 150 mcg/ml. The pump was programmed to deliver: fentanyl 1132.7 mcg/day, baclofen 113.27 mcg/day, and clonidine 113.27 mcg/day. The lot number for the pump medications were not available and unable to be obtained. The patient experienced limited pain relief. The pump had higher than expected reservoir volumes noted during pump refill procedures. The last pump refill had 9 mls of fluid removed when 4 mls were expected. The hcp has been increasing the pump's simple continuous flow rate. A catheter dye study was performed and was normal (date performed not reported). The hcp was considering a possible MRI (magnetic resonance imaging) to rule out granuloma. Also, possible replacement of the pump in the next few months was considered. As of the time of this report,the issue was not resolved. The patient status at the time of this report was alive - no injury.